Event description:
The ICD involved in this report was interrogated on (B)(4) 2012. Upon review of the recorded episodes, it was observed that no energy was delivered during the ventricular arrhythmia episode dated (B)(6) 2012 - 19:48 (2 shocks were not delivered due to overload). However, the pt reportedly could feel a shock. The tachogram (ie interval plot) associated to the episode is missing the second shock. The physician asked why the baseline of the egm is stepping down after each shock marker (3 steps of "offsets" are visible in the egms). In accordance with a sorin rep, the physician decided to schedule a lead revision (since a lead issue might be at the origin of the overload).

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.